Event description:
It was reported that when the patient came into their healthcare professional¿s (hcp) office the implantable neurostimulator (ins) was on. Interrogation with the clinician programmer was done and stimulation was turned off without pressing the off button on the programmer. The ins then turned itself back on without the manufacturing representative pressing any buttons on the programmer. The ins was scheduled to be replaced due to normal battery depletion on the day of this report. During the ins replacement, impedances less than 250 ohms were measured on electrodes 0 and 3. Impedances were measured on the old ins and the replacement ins and both inss showed low impedances. Impedances had been measured at 0.7 and 3.0v. Prior to surgery the patient¿s hcp measured impedances and they did notice any out of range values. The manufacturing representative also noted a dent in the ins case. The cause of the impedance issue was not determined and the patient¿s hcp was managing the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04081.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: 2009-(B)(6), product type: implantable neurostimulator. Product ID: 3389-40, lot# j0340323v, implanted: 2003-(B)(6), product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. (B)(4).